Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic infected aneurysm in zone four. Due to severe calcification in the access vessel, the physician was concerned prior to the procedure if the delivery system would be able to advance to the lesion. The right common iliac artery was 6mm in diameter. It was reported that during the procedure, without use of a sheath, the physician had trouble tracking the delivery system through the patient's anatomy. The physician was able to implant the stent graft accurately and the delivery system was carefully retracted and removed from the patient while checking the blood pressure. Then, angiography of the access vessel indicated slight flipping (dissection); however, the procedure was completed as it was according to the physician's judgment. The physician stated that there was no immediate action needed for dissection as this. No additional clinical sequelae were reported and the patient is fine.